Event description:
It was reported that coil migration occurred requiring additional intervention. The target lesion was located in the gastro duodenal artery. A 3mm x 12cm interlock was selected for use. During the procedure, upon embolization, the interlock coil migrated into the common hepatic artery. The coil was attempted to be snared out, but it was not retrieved. The patient was scheduled for an open retrieval of the coil.

Manufacturer narrative:
B3 - date of event: date of event was approximated to 09/01/2024 as the exact event date was not reported.